Event description:
An article was reviewed which contained case studies of two patients who experienced worsened seizures with vns. The first patient was reported to experience an increase in seizure frequency 10 days following the activation of their vns and status epilepticus 15 days following vns activation. The patient's therapy was reportedly disabled. The second patient was reported to experience status epilepticus when their vns therapy was increased to 1.5ma. The patient's therapy was reduced to 0.75ma. As the two patients could not be identified and are unknown, they are being captured together in this report. No other relevant information has been received to date.